Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue was verified. Additionally the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified. Additionally the alleged settings issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, the pump date was incorrect. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined troubleshooting. Reportedly the customer reverted to manual injections for insulin therapy.